Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The patient¿s medical history included chronic pain syndrome. A pump pocket infection was reported. The environmental, external or patient factors that may have led or contributed to the issue was noted that the patient¿s hygiene is a possibility. There were no diagnostics or troubleshooting performed. The patient¿s infusion system was explanted. The issue was resolved and it was noted that the healthcare provider would not have any further information regarding the event.